Event description:
It was reported a patient experienced peritonitis manifested by mild, cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin 100 mg, daily (route not reported) and fortum 1gm per day (route not reported). Pd therapy was ongoing. Outcome for the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.